Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed evidence of misaligned markers on an atrial fibrillation (af) episode. Engineering review confirmed the misaligned markers were the result of a device reset from an incomplete remote transmission. No adverse patient effects were reported.